Event description:
It was reported that the patient presented during clinical follow-up. During interrogation, it was noted that the atrial leadless pacemaker exhibited unspecific oversensing causing pacing inhibition. Programming changes were perofrmed. The patient's condition was unknown.